Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was unable to wear the lifevest due to boils under her left arm. There is no alleged device malfunction. The patient's physician prescribed a hydro-cortisone cream and antibiotics. Follow-up indicated that the boils had healed and patient is wearing the lifevest again.